Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b & a4: not available from facility. Block b7: not available from facility. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions catheter was used for a therapeutic peripheral procedure in the mid sma lesion. During use, the catheter was introduced through a short sheath in the axillary artery and attempted to advance to the sma but stopped about halfway through. The physician decided to pull the catheter out and switch to a longer sheath; however, resistance was noted. Under fluoroscopy, a loop in the guidewire was present just distal to the tip of the sheath. When trying to remove the catheter from the sheath, the outer shaft had sheared exposing the inner wire but remained intact. Removal continued but the sheath ended up prolapsing back on itself; therefore, the catheter, sheath, and guidewire were removed as a system. Upon removal, the distal end of the sheath was bent into a j shape. The procedure was completed with another catheter. No patient injury reported. This product problem is being submitted because the visions catheter and concomitant devices were removed as a system. There is potential for harm if it were to recur.